Event description:
The physician attempted an arteriotomy closure using a starclose device following an interventional procedure. The pt was "loaded up with anticoagulants." The vessel size was not reported however," a lot of scar tissue" was present at the arteriotomy site. Upon closure, the site reportedly appeared dry, however, three minutes later, a hemotoma was noted; measuring two to three inches. The hematoma was treated with manual expression and light pressure using a femstop; hemostasis was achieved. The pt was discharged as scheduled. Although requested, no additional information was provided.